Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for one of the two reported batches. A clinical analysis indicated that no relevant clinical information has been provided for inclusion in this medical investigation. Should any additional medical information be provided this complaint will be re-assessed. The risk management file and instructions of use for the product were reviewed. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to inadequate design, improper material selection, improper patient selection, overloading. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Be re-opened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to broken liner.